Event description:
It was reported that during a da vinci surgical procedure, one side of the fenestrated bipolar forceps instrument was not working in unison with the other side. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip tips were bent. One grip was bent, causing side to side misalignment of the grips. There was a .091 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. Failure analysis concluded that the bent damage was likely due to mishandling/misuse. Failure analysis investigation also found the following: the instrument's distal pulley had mechanical indentations and burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the mechanical indentation and burr damage was likely due to mishandling/misuse. The instrument's main tube had scratch marks and abrasions. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the main tube found during failure analysis if to recur could cause or contribute to an adverse event.